Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 1st april 2025, it was reported by an arthrex's employee via email that for an ar-2323bcc, suture anchor, biocomposite swivelock® c, 5.5 mm x 19.1 mm, closed eyelet, the implant broke during intraoperative period. This was detected during a bicep tenodesis procedure on (B)(6) 2025. The case was completed successfully by using another swivelock. There was no patient harm. Update on 2nd april: fragments were removed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.